Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Ot was reported that following a procedure using a dynamic xt steerable diagnostic catheter the patient experienced cardiac tamponade. The procedure had been completed successfully and while in the recovery area the patient became tachycardic, hypotensive, and diaphoretic. An echo was performed, and tamponade was identified. A pericardiocentesis was performed and the effusion was resolved. The patient was admitted overnight for observation and discharged the following day. They are expected to make a full recovery. The cause of the effusion could not be determined. The catheter is not available for return as it was disposed of after the procedure was completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Ot was reported that following a procedure using a dynamic xt steerable diagnostic catheter the patient experienced cardiac tamponade. The procedure had been completed successfully and while in the recovery area the patient became tachycardic, hypotensive, and diaphoretic. An echo was performed, and tamponade was identified. A pericardiocentesis was performed and the effusion was resolved. The patient was admitted overnight for observation and discharged the following day. They are expected to make a full recovery. The cause of the effusion could not be determined. The catheter is not available for return as it was disposed of after the procedure was completed.